Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not recharged her ipg in approximately 6-7 months. The patient underwent surgical intervention where her ipg was replaced with a new one.